Event description:
A us dist contacted zoll to report that a pt experienced an inappropriate defibrillation event. Rapid atrial fibrillation with a rapid ventricular response and motion artifact contributed to the false detection. The pt was conscious and in a rehab ctr at the time of the event. The response buttons were only pressed after the treatment was delivered. The pt went to the doctor's office following the event and continues to wear the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The pt went to the doctor's office following the event and continues to wear the lifevest. Device eval was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date: monitor sn (B)(4) - 09/2011 (reuse). Electrode belt sn (B)(4) - 09/2014 (initial use). Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4).